Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional cracked during surgery.

Manufacturer narrative:
Visual inspection of the device confirms that the device is fractured and that all of the pieces have been returned. The fracture is proximal to the medial edge of the central post. This device is used for treatment. There was no information provided regarding the surgical technique. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the device construct for all persona users on file at the time of the field notice. This particular device is listed in the redesign scope list. This device was manufactured before the design modification. Based upon this information, the root cause can be said to be a previously addressed design issue.